Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found osiris error! /-999999 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reporting that they see memory problem screen and they think they need a new battery pack. Pt also saw a message that said 'battery depleted'. Pt stated event date is probably once this weekend and last. Pt reset controller, updated date and time, and saw controller at 80% and ins 90% with stimulation off. Pt stated the issue has 'happened before' where it said battery depleted even though their 'back is almost all filled' and they needed a new battery pack. Agent recommended to document if the message appears again and then can call back if further assistance is needed. Patient called back stating the message had reappeared and they had documented it: batteries low replace controller batteries soon (70). Patient noted they had reset the controller to resolve. Agent had patient check for visible damage to external equipment. Patient reported the left pin in the controller port was pushed out and the recharger paddle was cracked in a couple of spots. Patient also commented that they had noticed the recharger paddle was getting hot to the point where they had to take it off and confirmed this was only occurring since their last call into patient services. A replacement recharger telemetry module (rtm) and controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.